Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter started reading inaccurately at an unknown time on (B)(6) 2018; however, she was unable to recall the results. The patient manages her diabetes with janumet 50/1000mg oral medication. She denied making any changes to her usual diabetes management routine as a result of the alleged issue ; she indicated that she stuck to her diet and exercised. She reported that an unknown time after obtaining the alleged inaccurately erratic results, she developed symptoms of ¿nauseous, dizzy, light headed and hot flashes¿. She reported that during a doctor¿s office visit her doctor did ¿nothing¿ as he/she was trying to figure out what was wrong. No other treatment for the symptoms was reported. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately erratic blood glucose results on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.